Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and it found that the adhesive of the objective lens of the device partially peeled off. Omsc found that there was a scratch on the distal end of the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on evaluation, omsc surmised that the reported phenomenon was occurred by the effecting chemical agents and/or a stress applied from outside.

Event description:
Olympus inspected the device at the service department of olympus and found that the adhesive of the objective lens of the device partially peeled off. Other detailed information was not provided. There was no report of patient injury associated with the event.